Event description:
During procedure light separated at mounting and fell. Light struck pt and broke nose. Pt subsequently received treatment for operation to repair injury through doctor's medical insurance.